Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support due to toxicity induced cardiomyopathy. While on support, a small hematoma was noted at the surgical graft site. Heparin was paused due to hematoma. The patients outcome and explant date are unknown.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to patient movement since the patient was moving a lot the previous day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Roughly two months into support, on 30-oct-2024, it was then reported that the patient suffered an ischemic stroke. It was documented that heparin had temporarily been paused leading up to the event due to the patient getting their teeth pulled. It was reported that the stroke was successfully managed, however no information was provided on how it was managed. The patient was reported to be stable with no concerns from the medical team. Support continued following the event. The patient was successfully waned and explanted as a bridge to heart transplant.